Manufacturer narrative:
Recall number 1627487-07262012-002-r . This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge the ipg more frequently. As such, the patient underwent surgical intervention where the ipg was explanted and replaced (reference MFR. Report#: 1627487-2018-06699). Reportedly, effective therapy was restored following the procedure and the issue was resolved.